Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), uterine disorder ("boggy uterus"), dyspareunia ("dyspareunia"), menorrhagia ("excessive menstruation"), adnexa uteri cyst ("paratubal cysts") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (a total laparoscopic hysterectomy with bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, uterine enlargement, dyspareunia, menorrhagia, adnexa uteri cyst and dysmenorrhoea had resolved. The reporter considered adnexa uteri cyst, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and uterine disorder to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.